Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI (B)(4) .

Event description:
Update (B)(4) 2017: pfs and medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address (B)(4). Revision notes reported disrupted and scarred posterior capsule, moderate metallosis type staining, alval consistent synovial reaction, and corrosion at the base of taper. Updated product information. This complaint was updated on (B)(4) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that revision is due to metal liner; patient preference to have it revised. No adverse symptoms known. Update aug 10, 2017: litigation records received. Litigation alleges friction and wear caused large amounts of toxic cobalt-chromium metal ions, pain, discomfort, inflammation, and loss of mobility. Added unknown stem for the alleged toxic metal ions. Complainant information was updated. This complaint was updated on: aug 22, 2017.